Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered a shock and was found to have recorded a code 1005 associated with an open circuit condition. Device data was sent to rhythmcare for review. Data review determined the cause of the open circuit condition is unknown, however the observations are consistent with lead impairment. The device was subsequently deactivated until further evaluation is able to be performed. This device remains implanted. No adverse patient effects were reported.